Manufacturer narrative:
(B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned. All available information was investigated and the reported sgc leaks were not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leaks in this incident could not be determined. It was reported that the sgc was advanced to left atrium (la) and was observed close to the lateral wall of the la. It should be noted that the mitraclip nt instructions for use states to avoid contacting tissue or creating a vacuum in the guide lumen; air may enter the lumen of the guide which may result in air embolism. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was provided: this was a mitraclip procedure to treat degenerative mitral regurgitation. The sgc was advanced to left atrium (la) and was observed close to the lateral wall of the la. The sgc was retracted approximately 1 centimeter (cm) until the tip was no longer in contact with the la per imaging. During clip delivery system (cds) insertion, there was no unusual resistance noted, however, a loss of sgc fluid column was observed and air was noted in the sgc hemostatic valve. Additional aspiration was performed outside the instructions for use (IFU). Although there was no air noted in the patients anatomy, the sgc aspiration attempts were unsuccessful. The sgc was removed and another sgc was successfully used in replacement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air was observed in the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 3. The mitraclip delivery system (cds), was inserted in the sgc and it was noted that there was air in the hemostatic valve of the sgc. The devices were retracted, the device was deaired and aspiration was performed removing the air. The device was advanced again, air was noted again on the hemostatic valve, aspiration was performed again, after the third-time air was noted on the hemostasis valve; the decision was made to discontinue using the sgc. A new sgc was used with the same cds without issue. One clip was implanted reducing mr to <1. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.